Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿upon powering on an alarm sounded and could not be shut off. A red screen appeared displaying error code: 41100¿ was confirmed during a review of the event log/alarm history but was unable to be duplicated during testing and the probable cause was unknown. Further investigation found the downstream occlusion (dso) seal was cracked. The dso was replaced, and the unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿upon powering on an alarm sounded and could not be shut off. They had to remove the battery to stop the alarm. A red screen appeared displaying error code: 41100¿; during device evaluation it was found the downstream occlusion seal was cracked.